Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) and below the knee. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.